Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- patient was revised to address clicking and catching, and a small amount of metallosis. Doi (B)(6) 2009 - dor (B)(6) 2012 (left hip). **update** (B)(4) 2013- litigation papers received. In addition to noise and metallosis, it is alleged that the patient suffers from pain, discomfort, loosening, instability, and limited mobility. Due to loosening, an unknown device was added. The doi was also provided, (B)(6) 2009. **update** (B)(4) 2013 - report ((B)(4)) submitted by the patient provided part and lot information. **update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. The stem was identified as srom, therefore, we added the sleeve. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2797864, 2675441, and 2474920. A search of the complaint database finds additional reported incidents against lot code 2587500 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.